Event description:
It was reported that the ilet pump did not charge on the provided charging pad, as indicated by no pad light when the pump was placed on it, while a separate charging pad available to the family functioned, and the pump¿s indicator light flashed when plugged in. Customer care provided troubleshooting support and assisted in replacement of the suspect charging accessories. Investigation of this case revealed a suspected charger or charging pad malfunction. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. It was concluded that the event was related to a device accessory malfunction without patient harm.